Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Upon sensor deployment, sensor wire remained attached to the applicator. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).